Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit powered up and down on its own.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit power up over and over. After follow up request for more information on 3/27/2018 the customer reports that the unit powers up and down on its own¿. The unit was triaged and the customer¿s reported condition was confirmed. The root cause of the power issue is liquid ingress and corrosion on the power circuit of the main pcb. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.